Manufacturer narrative:
(B)(4). Only foreign and company representative checked. The specific date of manufacturing is unknown, though it was noted to have occurred in the year 2000. The reported condition was not specified; however, a system error 2084, check patient line, low drain volume, check your position, check heater line and check lines and bags alarms were identified during a review of the event history log. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Internal and external inspection was performed and no issues were noted. A short simulated therapy was successfully performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed. The reported issue could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device had an unknown alarm during an unspecified step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.